Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6) 2009. The device was primed, inserted, and pressurized to 175mmhg. During the procedure, the surgeon noticed a pressure decrease. After seven minutes of therapy, the pressure dropped below 75 mmhg and the procedure was stopped. When the balloon was removed, warm fluid was leaking from the vagina. Also, a hole was noticed in balloon. The surgeon did not notice any vaginal burns. There was no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). The actual device involved in this event was returned for evaluation. The resistance wire and heater core were found discolored due to heat and damaged balloon. The catheter failed the leak test because it had damaged balloon and also it had a hole in the balloon.